Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, while crossing the valve, resistance and a bunched protective sleeve were noted, and the lp helix was observed to be sprung. The lp was removed and replaced during procedure on (B)(6) 2026. The patient was stable.